Event description:
It was initially reported by the pt that approximately two days of contact lens wear, she experienced itching, a foreign body sensation, and mucus started forming in her eyes while she slept. The pt stated that she was diagnosed with an eye infection and was treated with eye drops. Follow-up information received from the optometrist on (B)(6) 2010 stated that the pt was treated for bacterial keratitis in her right eye with besivance drops 4 times per day. The pt cancelled her (B)(6) 2009 appointment. She experienced similar symptoms and was examined on (B)(6) 2009. At that time, she had not resumed lens wear and the event reoccurred upon resumption of lens wear. The pt was treated with zylet. The optometrist stated that he had not seen the pt since (B)(6) 2009 and was unaware that she was experiencing any issues. According to the pt, the event has resolved and she has resumed lens wear. The pt stated that she had an eye exam on (B)(6) 2010 and was wearing a trial pair of air optix night & day aqua lenses.

Manufacturer narrative:
(B)(4).